Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. The set screw was loose/detached and was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the device had a loose/detached as well as damaged set screw. (B)(4).

Event description:
It was reported that during the system upgrade procedure, the newly implanted right ventricular (rv) lead showed intermittent loss of capture. The physician wanted to test the lead on the analyzer, however, they experienced much difficulty when loosening the rv channel set screw on the new cardiac resynchronization therapy - defibrillator (crt-d). The analyzer showed normal readings so the crt-d device was removed and replaced. No patient complications have been reported as a result of this event.